Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the issue of an error indicating the patient side cart (psc) was not connected or powered on. The fse replaced the console card cage (ccc) and internal blue fiber pigtails. After performing the repair, the error is cleared. The system was tested and verified as ready for use. Isi has received the ccc involved with this complaint to perform failure analysis. However, the failure analysis investigation has not been completed at the time of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered a system error issue. Prior to calling an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance, the customer power cycled the system three times without any change. The tse inquired about the blue fiber cable connection, which was confirmed to be properly seated. The system was then powered on again and the "da vinci is ready" message was announced without input from tse. The tse remained on the call and the user docked without experiencing further errors initially. Subsequently, the customer reported that the issue persisted. The tse guided the user to move the blue fiber cable from the first tower port (top left) to the second port (bottom center), but this did not result in any change. The customer then elected to convert the procedure to open surgery.

Manufacturer narrative:
The patient side cart (psc) common compute controller (ccc) was returned for failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. The reported failure was triggered by indicating faults on the firefly fiber optic cable on the ccc, replicating the report event. The firefly optic cable was replaced with a known good cable, and the ccc then functioned as expected. Upon further review of the complaint, it has been determined that the initial MDR was submitted with incorrect information. Based on additional information received the procedure was aborted post anesthesia and port placement. The procedure was not converted to an open procedure. A robotic surgery was rescheduled for the following day.

Event description:
Refer to h11 for follow-up information.